Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing, and the battery compartment was cracked upon receipt. Error codes were not found in the ehl (event history log). The customer reported issue was duplicated during the investigation as excessive locktite intruded into the sensor causing it to become intermittent and unable to be calibrated. Root cause of the reported issue is unknown, but an intermittent downstream occlusion sensor was found. Recommended to replace the downstream occlusion sensor. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.